Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 09/09/2014 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s black box history showed that unexplained power reboots were recorded on (B)(6) 2014. Visual inspection revealed that the battery compartment was cracked below the grip pad. The returned battery cap was intact; no damage was observed. The battery cap was able to be fully secured to the pump. The pump was exercised for 24 hours with the returned battery cap with no power interruptions occurring. The battery cap contact height and width measurements were found to be within the required specifications. The pump case was removed and no evidence of internal moisture or damage to the power circuit was observed. The complaint that the pump was losing power intermittently was observed in the pump history but was not able to be duplicated during investigation. Unrelated to the complaint, evaluation revealed that the display screen was discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter alleged that the pump was losing power intermittently. It was noted that a new battery was inserted, but the pump did not power on appropriately. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.